Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 64,090 joules. Add'l info reported by the customer was the fiber beam was normal at the start of the procedure and was visible. There was no report of harm to the user or the pt. There were no error messages displayed on the console when the event occurred.